Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous left femoral artery for mechanical circulatory support. During setup of the impella cp catheter nothing out of the ordinary happened with the catheter. When the catheter was connected to the automated impella controller (aic) during the priming process there was an optical sensor error on the catheter. Fiber optic light was visualized and "yes" was selected on the aic to proceed. There was a message saying that the sensor would be unreliable not "placement signal not reliable". The message went away but the impella flow was shown in yellow indicating it would not work. This has happened with the same medical doctor on another occasion on a different date. During that instance, the error message was cleared and then upon implant the placement signal did not work. Due to that instance, the medical doctor wanted to open a new catheter as this pump today was placed for cardiogenic shock and was going to stay in the patient. No patient harm was noted. This is being conservatively reported for delay of therapy due to the temporary delay during the initial priming and set-up of the device. There were no noted clinical consequence associated with this delay.

Manufacturer narrative:
This is one of two related reports. This report represents the event reported against impella cp serial number (B)(6) and another report was submitted to represent another event that the medical doctor experienced on a different date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.